Event description:
Nims 3 monitor reportedly began making excessive noise intraprocedurally with an inability to affectively troubleshoot the issue. Right recurrent laryngeal nerve injury occurred intraprocedurally, requiring reanastomosis.